Manufacturer narrative:
Medwatch: mw5105569.

Event description:
Information was received indicating that a cadd cassette reservoir malfunctioned. It was reported the customer switched the cassette to a different premixed cassette and was able to successfully continue infusion. It was also reported that troubleshooting of the cassette that malfunctioned was unsuccessful.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No product was returned. We are unable to confirm the reported complaint. If the product is returned, will reopen this complaint for further investigation. D4, g5 unknown.